Manufacturer narrative:
Type of investigation - lens work order search: no similar complaint type events reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that a 12.6mm tmicl12.6 -8.00/1.0/120 (sphere/cylinder/axis) implantable collamer lens did not sit well and was replaced with a same model, power and length lens. Attempts to obtain additional information have not been successful. If additional information is received a supplemental medwatch report will be submitted.